Manufacturer narrative:
The covidien customer support engineer (cse) was able to both verify and duplicate reported issue. The cse replaced a cracked oxygen sensor. The device passed all calibrations, sst, extended self-test (est) and applicable performance tests according to the manufacturer's specifications. Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly state to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on (B)(4) 2013. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator is failing the short self-test (sst). The report stated the device failed the flow sensor cross check portion of the sst failing to verify that the air and exhalation flow sensor readings are in range. No patient involvement was reported.